Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced skin discoloration approximately six months after implant and a pocket revision was per formed. An infection was suspected and cultured of the pocket were taken. During the pocket revision, cracks on the insulation of the right atrial (ra) lead were noted. The lead function was normal. The lead remains implanted and in use. No further patient c omplications have been reported as a result of this event.